Event description:
Patient was on a skiing holiday and "got into difficulty." Surgeon informed the patient the tubing had become disconnected and band was removed last year. Follow-up findings: letter from patient's parents noted the patient had initial problems with the port after implantation and it was repositioned two years prior to current events. Recently, the patient became extremely unwell after flying, the band felt restrictive and the patient was on fluids only. The patient was admitted to hospital and placed on fluid drips as the patient's glucose level had dropped to 2 and blood pressure was 60/90. A consultant at the hospital confirmed that the expected 3mls fluids was not in the band. An x-ray found a band slippage and the patient was scheduled for repositioning. During the surgery, a leak was noted due to breakage at the joint where it connects to the port and the tubing was in two pieces. The band was explanted and turned over to the patient. The patient remained in hospital for two more days.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The access port connector associated with this report was not returned with the lap-band system by the reporter. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction." Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Warnings: failure to secure the band properly may result in its subsequent displacement and necessitate reoperation." Device labeling addresses the reported event of band slippage as follows: "band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the possible outcome of dehydration as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."